Manufacturer narrative:
Many good faith attempts were made however there was no response. The resolution and disposition are unknown. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. The root cause is unknown.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported they are getting a sensor range error. There was no patient involvement. The customer states note on unit from respiratory therapy- proximal pressure sensor error, customer has powered off and on unit, not able to duplicate complaint, unit cycles normally without alarming. Error code noted is event log. The remote service engineer (rse) advised customer to perform performance verification testing (pvt) with emphasis on pressure and flow accuracy testing with extended run in time and check proximal tubing and port for obstruction.